Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse performed an adjustment to the erbe settings back to dual pad. The system was then tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that anesthesia was administered and one port had been placed for a da vinci-assisted bilateral inguinal hernia procedure. The intuitive surgical, inc. (Isi) customer sales representative (csr) who was present for the procedure called into technical support to report that they were on their third grounding pad, but the icon was staying red. The technical service engineer (tse) suggested the customer try a new pad on their own forearm, but the icon stayed red. The tse had the caller send a photo of the icon that was described as a single grounding pad configuration. The tse verified that the erbe was set to single pad. The tse shared the option of using a fore triad generator, but the customer was not able to locate a force triad. The surgeon opted to abort the procedure. The procedure was rescheduled for (B)(6) 2025.